Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. It was noted the age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable. It should be noted that this can cause a voltage spike at the damaged area when the generator is activated which may result in a spark and complete disconnection of the plug. The instructions for use (IFU) the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Based on the results of the legal manufacturer's investigation, the cause of the reported issue is most likely due to wear and tear in connection with improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided a photo which indicates the cable broke/separated at the generator (male) connector end. The legal manufacturer confirmed the reported lot number is for a high frequency monopolar cable, model a0393. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus received a medwatch report (4100090000-2021-8006) that stated, "a cautery cord melted and broke in two as the doctor was using it on a patient" during a cystoscopy w/biopsy & fulguration procedure. No patient/user injury or harm was reported to olympus. The customer reported the device model was unknown and will not be returned as doctor discarded the suspect cable following the procedure.